Event description:
It was reported that coupling and/or communication issues occurred. The patient reported that the patient programmer showed a poor communication screen. Use of the antenna locate feature resulted in a power on reset (por) condition being displayed which then lead to the normal recharging screen. Additionally, the patient could not adjust stimulation and received the 'call your doctor' icon. The por was cleared which resolved the reported event.

Manufacturer narrative:
Recharger model 37752, serial # (B)(4), implanted: na, explanted: na, lead model 37, lot # v007655, implanted: 2008-(B)(6), explanted: unk, patient programmer model 37743, serial # (B)(4), implanted: na, explanted: na, lead model 3778, lot # v013122, implanted: 2008-(B)(6), explanted: unk.